Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The main board of the unit was improperly calibrated causing the unit to heat up. Also found water control out of calibration resulting in low water flow on lower end of dial. Replaced all damaged and worn components, cleaned unit and recalibrated to factory specs.

Event description:
While using a g120 scaler, the water flow was good and all inserts were heating up; no injury resulted.